Event description:
Two years after implantation of a cypher stent, the pt experienced a stent thrombosis one week after he stopped taking plavix.

Manufacturer narrative:
Add'l info will be submitted within thirty days upon receipt.